Event description:
It was reported that during a case the 9800 system tracked to 120kv and the image looked as if it were in subtraction mode. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and flash memory were replaced during the service call. The system was tested and found to be working as intended and put back into service.